Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned but not analyzed. It met its expected longevity.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis of the device revealed normal battery depletion.

Event description:
The patient reported there was a malfunction with the device. The device was explanted and replaced. No further patient complications were reported as a result of this event.

Event description:
The patient reported there was a malfunction with the device. The device was explanted and replaced. No further patient complications were reported as a result of this event.